Manufacturer narrative:
Date of event: exact date unknown, event occurred couple of months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5079852/17396034.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to a lead that was fractured.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to a lead that was fractured. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2021.